Event description:
Note: this report pertains to the second of two complaints that occured during the same procedure. Refer to manufacturer report # 3005099803-2011-01155 for the associated device report. It was reported to boston scientific corporation that two max force biliary balloon dilatation catheters were used during a balloon dilatation procedure in the intrahepatic bile duct on (B)(6), 2011. According to the complainant, a vacuum was applied and maintained as the device was advanced through the scope. During the procedure, the balloon inflated to 4atm and then lost fluid and pressure. A second max force biliary balloon was used and the same issue occurred. It was reported that the balloons were positioned closely to a damaged, non-bsc, plastic prosthesis remaining in the hepatic duct. The dilatation procedure was not completed as a result of this event. There were no patient complications as a result of this event and the patient was in stable condition post procedure. A final evaluation of the returned device revealed that the balloon had a small tear; therefore, this is now a reportable event.

Manufacturer narrative:
A visual and tactile examination of the returned device revealed some dents/marks on the surface of the catheter shaft proximal to the tip of the device. The balloon was folded and wrapped around the shaft of the device and partially inflated with air. Functionally, the device was attached to an encore inflation unit in an attempt to inflate the balloon; however a leak was noted in the balloon material. Further examination of the balloon revealed that there was a 1mm tear in the balloon material. The balloon was removed from the shaft in order to visually examine both ro markerbands for any damage. No sharpness or burrs were noted with both ro markerbands. No other issues were noted. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and the information reasonably suggests that the device was used in accordance with the device labeling. Based on the condition of the returned device, it is likely that the tear in the balloon resulted from anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.